Event description:
It was reported that the batteries in the insulin pump are not lasting longer than 2 days. The customer also received low batter alerts. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Pump received with blank display due to corroded battery tube. Unable to verify low battery alarm due to blank display. Also received with cracked reservoir tube lip, scratched reservoir tube window and minor scratched lcd window.